Event description:
Homepatient reported 2 incidents of overfill while using the homechoice cycler for automated peritoneal dialysis therapy. Homepatient states he woke up in fill 4 of 5 after the homechoice cycler alarmed "check lines and bags". When the homepatient went to check his lines and bags on the homechoice set, he noticed there was no solution left in any of the bags on the set. Homepatient states that he felt full, so he manually drained out 3300ml, one liter more than his programmed fill volume of 2200ml. Homepatient states he was overfilled twice during one therapy, however homepatient did not provided any further details. According to the homepatient, there was no pt injury or medical intervention.

Manufacturer narrative:
In april of this year, baxter healthcare personnel met with FDA to investigate overfill issues associated with peritoneal dialysis cycler devices. This committee determined that user errors contributed to these incidents. These user errors resulted in overfilling of the peritoneal cavity due to free flow of fluid as well as improper delivered fill volume. As a result of the interactions with the FDA, co reviewed the homechoice system and modified the pt at-home guide to increase awareness of those aspectss of therapy where there is potential for user error which could result in an overfill event. Co has also taken this opportunity to re-emphasize the importance of carefully monitoring pt who report abdominal discomfort or who are unable to communicate essential info during treatment. Enclosed with this notification is a brief summary of the sections in the homechoice pt at-home guide which have been modified. Important info for homechoice users: the following info is intended to remind users of homechoice of important procedural info to refer to when programming, setting up and using the homechoice. Adhering to these recommended procedural guidelines will prevent uncontrolled flow of fluid from one bag to another and/or to the pt. Uncontrolled flow of fluid could result in a pt being overfilled with solution. An overfill may result in a feeling of abdominal discomfort, and in some cases may cause injury. Add'l care should be taken for those pt not able to communicate essential info to the caregiver during treatment. If any pt or pt caregiver suspects the pt has been overfilled, press stop immediately, arrow down and initiate a manual drain.